Manufacturer narrative:
Batch review performed on 21-jul-2023: lot 2111595: (B)(4) items manufactured and released on 29-nov-2021. Expiration date: 2026-11-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation: revision surgery 1 year and 6 months after the tha due to mobilization of the femoral stem in a 78 year old patient. In the radiographic images provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery due to mobilization of the femoral stem, at 1 year and 6 months from the primary.